Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory had an observation relating to svt detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for a ventricular tachycardia (vt) event when the device detected the event as a supra ventricular tachycardia (svt). Reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.